Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Field service changed the wash zone 2 manifold, changed the reagent 2 probe, cleaned the wash zone 1 manifold, and decontaminated each pipettor, probe, and wash zone probe with bleach. Preventive maintenance procedures were also performed. Confirmed normal control values for afp with multiple tests. Architect system operations manual lists several probable causes and corrective actions for erratic results, including leaking wash zones, inadequate wash buffer dispense at wash zones, and probe tip bent or damaged. Corrective actions include checking the wash zones for leakage, performing the wash zone precision check, and replacing the probe. The current rates for architect i2000 erratic complaints/million tests and occurrences/million tests are below the internal rates documented at launch of the instrument. Review of quality metrics identified no adverse trends for wash zone manifolds and probes. Based upon the data available and the results of this evaluation no product deficiency was identified.

Event description:
The customer stated discrepant results were generated on the architect afp assay. A patient specimen generated an initial value of 29 and upon repeat, the value was 4 (unit of measure not provided). No impact to patient management was reported. Field service was dispatched to inspect and service the instrument.